Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. On 16 december 2019, it was reported that a mesher had a bent comb. The customer returned a zimmer skin graft mesher serial number (B)(6) and 1.5:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on 19 december 2019 and it was noted that the comb was bent. No testing could be performed with the mesher due to the bent comb. Repair of the mesher occurred the same day and involved replacing the comb. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired.. While the service technician confirmed that the comb was bent, it cannot be determined from the information provided as to what caused the comb to become bent. Therefore, the root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the comb/teeth/guard was bent, and this was the third time this year. Event dates are unknown. The mesher would ¿chew up the skin graft on one side. It would bunch together. On one occasion the surgeon had to put the skin graft on in pieces. Delay of 15 minutes reported. No adverse events were reported as a result of this malfunction.